Event description:
It was reported that a female patient underwent revision breast augmentation with 275cc mentor memorygel breast implant on the right side, and with 300cc mentor memorygel breast implant on the left (date of implant: (B)(6) 2014) and experienced breast implant rupture on the right side complicated by granuloma formation in the right axilla region confirmed by biopsy performed during surgery. It was also reported that the patient developed capsular contracture; baker grade ii on the left, and baker grade iii on the right. It was also reported that the patient developed late onset seroma, the fluid was sent for pathology, at this time, the results of the pathology report have not been provided. As a result, the patient underwent bilateral explantation and replacement with bilateral new saline implants on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left late onset seroma, and capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).